Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after advancing the thumb advancer, the physician depressed the trigger button; however the clip did not release from the clip delivery tube. The vessel locator wings did retract and the device was removed and hemostasis was achieved using manual compression. Reportedly, the device was manipulated outside the patient's anatomy after the procedure and the clip deployed on the table. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.